Event description:
Procedure: lap. Excision of lesion of uterus. According to the reporter: the connection to the insufflation tube was broken easily. Pieces fell into the cavity and could be retrieved. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).